Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 279 mg/dl. The customer states they have tried all remedies. The customer performed troubleshooting. The customer was advised to revert to back up plan. The device will be returned for analysis.